Event description:
Device malfunctioned during use by surgeon during a suburethral sling trans-vaginal tape procedure.====================== health professional's impression======================align rs retropubic/suprapubic urethral support system malfunctioned during surgery--the plastic piece near the connection to the metal trocar broke off . The procedure was suburethral sling trans-vaginal tape procedure. A second device was opened and used successfully.